Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted urological surgical procedure, it was reported that intermittent errors m-11, c-30, and c-34 occurred on the erbe during energy activation in both bipolar and monopolar modes. The system logs were checked, and the repeated errors were verified. Initial attempts to resolve the issue included rebooting the erbe and using a new kit of bipolar and monopolar cables and instruments, but the issue persisted. A valley lab force triad was considered for use; however, it was unavailable. Instead, with support, a connection was made to a different erbe installed on a second vision side cart (vsc) that was available. This allowed the procedure to continue using the same vsc with the alternate erbe. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was with erbe and it has been replaced. Patient demographics were not provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and during (power-on test), the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed by failure analysis. Based on failure analysis, the probable root cause is attributed to a voltage error, which may be indicative of a faulty electrical component within the generator. This issue can be resolved by using a backup generator.

Event description:
Refer to h11 for follow-up information.